Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed and it was found that the bushing had hit marks and the bushing was wider than usual. Dimensional analysis was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were confirmed to be out of specification. No other problems with the device were noted. The reported event of clip and delivery catheter detached in two pieces was not confirmed. Investigation found that the bushing had hit marks and was wider than usual, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. Additionally, it is possible that operational factors such as the removal technique could have contributed to the bushing being wider than it should. However, the device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was to be used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During unpacking, it was noticed that the clip and the delivery catheter detached in two pieces. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation findings of bushing was wider than usual.